Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure that a non-recoverable error 5 occurred. The system logs confirmed the reported error against the endoscope controller (ec). The customer performed a hard power cycle, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power off the system, and cycle the ec breaker switch, with no change. The customer confirmed that none of the ec fans were on. The customer elected to bring in another vision side cart (vsc) to complete the procedure. The tse remained on the line while the customer integrated the new vsc and the system powered on successfully with no errors. The customer continued with the procedure. There were no reports of patient injury. There was a procedural delay of 15 -30 minutes. Isi contacted the customer and obtained the following additional information via follow up: faults did not occur during start up; they appeared during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system complaints and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a known good printed circuit assembly (pca) system where the component functioned as expected. The reported problem was replicated when the system was powering on and triggered non-recoverable error 5. The root cause is attributed to a faulty endoscopic controller power distribution (ecpd).